Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. If additional information is received, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a patient suffered from diabetic ketoacidosis after a bd autoshield duo safety pen needle was used to inject insulin and that this happened on at least two separate occasions. The patient was admitted to a hospital for treatment. It is unknown what specific treatments the patient received or the length of the hospital stay, but the patient was discharged back to her home/care facility after medical treatment was received. Of note, a second patient with the same medical history, type of incident, and medical treatment was also reported. The information for the second patient has been captured on (B)(4) and manufacture report number 2243072-2015-00078.